Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed due pressure sensor calibration data errors. The patient was connected to the unit at the time of the event; however, there was no patient harm.

Manufacturer narrative:
The v60 unit was evaluated at the international service center and the reported problem was not confirmed. However, the diagnostic log identified occurrence of error codes that suggest an spi bus issue. The service technician replaced the data acquisition to motor controller cable to correct the problem. Unit was calibrated then no abnormality was confirmed.

Event description:
There was no patient involvement.